Event description:
Additional information noted that the event was discovered through remote transmission. Programming changes were performed to resolve the issue.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r wave oversensing. No interventions was performed. The patient's condition was unknown.